Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the probe damage error u504 due to a cracked probe. The device was evaluated using olympus¿ test equipment. A visual inspection was performed and found the teflon pad had normal wear, no metal exposed. The root cause for the damaged probe is most likely due to the probe coming into contact with a hard or metallic surface during activation. The instruction manual contains several warning statements in an effort to prevent damage to the probe. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur." Additionally, the generator produces an error warning to perform a probe check (u504) in an effort to prevent probe breakage from occurring. If the user ignores this error code and continues to use the device, there is a high likelihood of the probe breaking.

Event description:
Olympus was informed that during the total laparoscopic hysterectomy (tlh) procedure, two thunderbeat hand pieces from the same lot failed, as the generator displayed a probe damage error (u504). The doctor completed the procedure with another similar device. There was no patient injury reported.